Manufacturer narrative:
(B)(4). The field service specialist (fss) visited customer site to perform the 2016 year preventative maintenance (pm). Fss confirmed the error 2011 on boot up and found the mayo tray to be cracked. Fss replaced the instrument manager printed circuit board assembly (pcba) and network adapter to resolve the error issue as well as replaced the cracked mayo tray. Fss performed the pm and the field service checklist on the unit. Fss cleaned the fluidics assembly, air filters and drain pump. Fss also replaced filters, o-rings and battery as part of the pm. Fss performed the touch screen, acp footpedal and vacuum calibrations and replaced battery on acp footpedal. The system passed all fields service functional tests and it was found to meet amo specifications. Fss also verified the phaco handpiece, serial number (B)(4), which checked out to be fine. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported error 2011 (error getting version strings from instrument host) with the whitestar signature system. Customer also reported chattering on pack during segment. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. Corrected data: in initial report, the device manufacture date (year) provided was incorrect. The correct year of manufacture year is 2007. All pertinent information available to abbott medical optics has been submitted.